Event description:
The patient has a ventriculoperitoneal shunt, which has never been revised. He has a medtronic bioglide ventricular catheter. His ventricular catheter was disconnected from the reservoir base. The findings were discussed with his mother and arrangements were made for revision and removal of the retained catheter. The old scar was opened and the reservoir was disconnected from the ventricular catheter. We were able to visualize the ventricular catheter and grasp it and withdraw it from the ventricle.medtronic is aware of this issue with the bioglide catheter. A class I recall has been issued (FDA recall #'s z-1124-2009 to z-1134-2009).